Event description:
This male pt was admitted for coronary angiography, which revealed a 75% de novo, highly calcified lesion in the distal left anterior descending artery (lad). The vessel was described as moderately tortuous. Details regarding preparation of the lesion were not reported. A 2.5 x 18mm cypher stent was advanced to the target site, but it wouldn't cross the lesion. Because the vessel was highly calcified, the physician didn't manipulate the device any further; he withdrew the device from the pt. Upon withdrawal, the physician inspected the device and found blood inside of the balloon. A balloon rupture was suspected; therefore, the device was not used. A 13mm cypher stent was used to successfully complete the procedure.

Manufacturer narrative:
Add'l info has been requested and will be submitted within 30 days of receipt. Cypher product is not distributed in the us; however, it is similar to us distributed cypher product.